Event description:
The physician was using a sprinter over the wire balloon to treat a vessel in the leg. As the balloon was inflated it burst at 2 atm. The device was removed successfully. No clinical sequelae reported. Information provided confirms the lesion was "tough" and very calcified and it was possible the balloon was damaged on the way to the lesion.

Event description:
Evaluation summary: the device was returned with hardened blood and contrast in the inflation lumen and balloon. The balloon had no evidence of inflation although the balloon folds were partially opened. The device was placed in a waterbath at 37 degrees celsius for 24 hours; however, the blood and contrast failed to soften. It was not possible to perform negative prep or pressurize the device due to the hardened blood and contrast. Visual inspection confirmed a radial tear on the distal working length of the balloon. The tear was located under a balloon fold. The fold was partially opened.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device-tough lesion, very calcified, most likely contributed to the balloon burst. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: device failure/lack of effectiveness related to patient condition-tough lesion, very calcified, most likely contributed to the balloon burst. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).